Manufacturer narrative:
The device has not been returned for analysis; therefore the complaint could not be determined.

Event description:
Medtronic received information that the physician shaped the microcatheter and while advancing the guidewire through the catheter, the tip of the guidewire perforated the wall of the catheter. No patient injury was reported due to this event. No further information was provided.

Manufacturer narrative:
Device evaluated by manufacturer- additional information: the device was returned for evaluation and the clinical observation was confirmed. As received the catheter tip was found bent and shaped. The guidewire was not returned; therefore, any contributing factors from the guidewire could not be assessed. During analysis, a puncture was found proximal to the distal marker band. The catheter was flushed with water and no leak notice at the puncture site. We were unable to definitively determine the cause of catheter puncture. All products are 100% inspected for damages and irregularities during manufacture.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.